Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reportedly by the vad coordinator that the patient was re-admitted with a gi bleed. The patient's coumadin was held. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.